Event description:
Ambulance personnel were attending to a pt, condition unk. External pacing was started and after about 5 minutes of pacing the device displayed ECG leads off and would not continue pacing. The operator checked all cable/electrode connections and could not discern a reason for the message. There were no adverse effects to the pt reported as a result of the alleged malfunction.